Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the issue. A visual and functional evaluation was carried out on 5 returned samples. An initial visual inspection identified creasing on 1 of 5 samples. A functional evaluation of the samples did not identify low adhesion on any samples. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. On this rare occasion it appears that in process checks failed to identify this and therefore the root cause for the creasing was found to be manufacturing process error. With regards to the low adhesion a root cause could not be determined as the functional evaluation failed to confirm that low adhesion was present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
No patient harm was reported.

Event description:
It was found the film was low adhesive. No patient harm reported backup dressing was available.